Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tracheostomy procedure after placing a portex® uniperc® adjustable flange tracheostomy tube, the cuff gets empty. No reported patient injury.

Manufacturer narrative:
Additional information was received indicating that following placement of the portex® uniperc® adjustable flange tracheostomy tube, the cuff became empty. Subsequently the trach was required to be changed out. There were no reported adverse effects.